Manufacturer narrative:
Investigation: received five (5) insyte autoguard 18ga units. All units were received partially open at both ends. Observed that although the unit packages were open at the top and bottom of the blister pack, the unit packages demonstrated to have evidence of an adequate seal with no anomalies at time of manufacturing. Note: the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. In addition the paper top web of the returned units was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect seal strength are seal transfer/width and top web glue. Both of these variables were included in the investigation. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. The defect of package damaged / defective / other as stated in the description of the complaint was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Although the packages were received opened / partially peeled, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA (B)(4) has been opened to investigate the package open seal defects and implement corrective actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard(s)¿ were received open and unsterile. There was no report of injury or medical interventions.

Manufacturer narrative:
Correction: initial MDR report stated "date received by manufacturer" was 11/10/2015 instead of 10/17/2017.